Event description:
It was reported that the implantable pulse generator (ipg) device was check a few months ago and today. The longevity went from 11 years to 4 years. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).